Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. All available information was investigated, and the positioning failure and entrapment of device (clip becoming caught in anatomy) appears to be due to patient anatomy and user technique/procedural conditions. The additional therapy/non-surgical treatment, treatment with medication, surgical procedure, foreign body removal and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip was caught in the chordae and was surgically removed. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation with an mr grade of 4. An xtr clip was advanced; however, during attempts to simultaneously grasp the prolapsed, flail, posterior leaflet, the clip got stuck in chordae. Trouble shooting was unsuccessful, and the clip could not be removed. Surgical intervention was considered as the best option; therefore, the clip was deployed, keeping only the gripper line attached. It was observed the posterior chordae was wrapped around the xtr clip arm while the grippers were still up because the line was firmly taped in the groin. The clip was surgically removed from the chordae and a surgical ring was placed. Noradrenaline was given. No additional information was provided.